Event description:
Device malfunction: none. Symptoms/ae/outcome: leg pain with long intimal dissection/surgical repair. Time of symptoms/ae/outcome: two hours after the procedure. It was reported that a trained physician achieved arteriotomy closure of the cfa, using the starclose device after a diagnostic heart catheterization procedure. Reportedly, initial access of the cfa was difficult due to the patient's obesity, and after multiple attempts, the physician required assistance from an interventional radiologist. Two hours after successful arteriotomy closure, the patient experienced intense leg pain with ambulation. An angiogram performed revealed a long intimal dissection, which was surgically repaired. No additional information is available.

Manufacturer narrative:
The device was not returned, and there was no lot information. We were not able to perform device inspection or device history record review in this case.